Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to clogging of the nozzle, water removal ability did not meet the standard value; due to wear of the angle wire, the bending angle in the up/left directions and the play of the up/down knob did not meet the standard value; the objective lens, probe cover, switch box and light guide cover glass were scratched; the connecting tube and the universal cord were discolored; the probe cover had a dent; the adhesive on the distal sheath was detached; the connecting tube had a wrinkle. It was confirmed that the device had been reprocessed at the customer site before being returned to olympus. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient, event, and device reprocessing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air / water problem, and angulation play. The issue was observed during an unspecified procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle, probe cover, and left / right / up / down knobs had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to correct a reprocessing statement and provide additional information based on the legal manufacturer's investigation. Please note that the device was not correctly reprocessed at the time of pickup for inspection, contrary to what was incorrectly stated in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over a year since the subject device was manufactured. Based on the results of the investigation, the foreign material possibly remained in the device since the reprocessing of the device deviated from the instruction manual from the information obtained. However, the root cause could not be determined. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.